Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient expired from diabetic ketoacidosis. The deceased patient's sister stated that they were unsure if the patient was wearing an insulet product. No further details were provided at the time of the call.

Manufacturer narrative:
Birth date is unknown.

Event description:
It was reported that a patient expired from diabetic ketoacidosis. The deceased patients sister stated that they were unsure if the patient was wearing an insulet product. No further details were provided at the time of the call. Insulet will report this case to be conservative.